Manufacturer narrative:
Continuation of d10: product ID neu-unknown-cath, lot# unknown, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number, serial/lot number, and implant date of the catheter was unknown. No catheter testing was performed. The patient when home against the medical advice and did not want to be diagnosed for another two weeks. The cause of the pump having contained more drug then expected at refill, increased pain, and pump filling issue in which only approximately 25 ml was able to be filled initially was not since determined. Regarding further actions/interventions taken or planned, they were waiting for the patient and would then check the catheter with a catheter access port set and x-ray. The issue was not resolved as patient compliance was missing. The status of the pump and catheter remained unchanged (still implanted/in-use). It was further noted that maybe later the pump and/or catheter would be returned but it was unknown at the moment.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that during the routine filling of the pump, it was noticed that there was significantly more medication in the pump reservoir than calculated. Instead of 3.6 ml, approximately 9 ml was aspirated. The pump was then filled; however, after approximately 25 ml it stopped. The physician then aspirated the reservoir and was able to aspirate 40 ml. The patient did not showany withdrawal symptoms or similar. Only the pain increased slightly. It was noted that there were no known factors that may have led or contributed to the issue. Inspection of the catheter was planned. However, a set must first be ordered and delivered. The catheter model and serial number were unknown yet. If the catheter has no issues, possible revision of pump and catheter depending on the diagnosis was indicated.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# unknown implanted: unknown explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown , UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6a correction: regarding the initial report, please note that the date (B)(6) 2022 is considered an approximate date of pump implant (specific month and year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.